Event description:
It was reported that there were over 1300 short intervals which could indicate oversensing, and insulation was open on the svc coil. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.